Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted at 9.7-10.3cm from the distal tip. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.